Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment, the valve was recaptured due to a deep depth. The valve was re-deployed and recaptured again for the same reason. On a third attempt at deployment, the patient became hypoxic. The delivery catheter system and valve were withdrawn from the patient. Cardiopulmonary resuscitation was initiated and cardiovascular collapse was noted. The patient was intubated; however, the patient did not recover and passed away that same day. Per the physician, the procedure and not the valve contributed to the death.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. There was no indication of vascular injury from the multiple recaptures which was confirmed by angiogram, no indication of occlusion by the device and no indication of arrhythmia from the deep implant attempt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment, the valve was recaptured due to a deep depth. The valve was re-deployed and recaptured again for the same reason. On a third attempt at deployment, the patient became hypoxic. The delivery catheter system (dcs) and valve were withdrawn from the patient. Cardiopulmonary resuscitation was initiated and cardiovascular collapse was noted. The patient was intubated; however, the patient did not recover and passed away that same day. Per the physician, the procedure and not the valve contributed to the death. Additional information was received that per the physician, the dcs can be excluded as a contributing cause to the death, but the cause of death was unknown.